Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) did not unfurl and pumping could not be initiated after being inserted on a patient with ami (acute myocardial infarction). Iab was replaced to continue therapy. No patient injury was reported.

Event description:
It was reported that an intra-aortic balloon (iab) did not unfurl and pumping could not be initiated after being inserted on a patient with ami (acute myocardial infarction). Iab was replaced to continue therapy. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The one-way valve was in place. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The reported difficult/unable to inflate event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).